Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between september 3, 2024 and september 4, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified the device contained inside a bag with several small droplets of fluid suggesting a possible leak or condensation. The reported condition was verified on the photo sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked inside of the bag. This was observed when a technician pulled the device out of the protective bag. The device contained fluorouracil 3800mg in 5% dextrose solution for a total volume of 230ml. There was no patient involvement. No additional information is available.